Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold and an opening on the anterior. A leak test and microscopic analysis was performed which identified a striated opening and a sharp opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage, consistent in the use of some surgical tool. Also noted was a sharp opening on the posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Additionally patient reported "developed fibroids in one breast that had a negative biopsy". Device has been explanted.

Event description:
Additionally patient reported "developed fibroids in one breast that had a negative biopsy". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, d.6b, d.9, g.2, h.3, h.6.